Event description:
It was reported that the device was misidentified and that during a shoulder surgery part of the distal tip of the device came off in the wound. Additional time was needed to recover the tip. The amount of time was not provided. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with one of the four round pins on the tip of the device broken off. The device was found to be correctly identified. The device passed electrical testing. The device history record was reviewed, and no discrepancies were noted.